Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality complaint). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "I received a painful 2nd degree burn, with blistering". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] painful 2nd degree burn, with blistering, the size of a half-dollar circle localized in one spot on my left hip [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t65624 12/04, expiration date nov2020 , from an unspecified date at unknown frequency for back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated "I used the thermacare lower back & hip regularly for back pain without any problems. However, recently I received a painful 2nd degree burn, with blistering, the size of a half-dollar circle localized in one spot on my left hip from a thermacare lower back & hip even though I followed package directions". The action taken in response to the event was unknown. The outcome of the event was unknown. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality complaint). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "I received a painful 2nd degree burn, with blistering". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow up (21feb2019): new information received from product quality complaints group included: investigation results. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term]: painful 2nd degree burn, with blistering, the size of a half-dollar circle localized in one spot on my left hip [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t65624 (B)(6) 2004, expiration date nov2020 , from an unspecified date at unknown frequency for back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated "I used the thermacare lower back & hip regularly for back pain without any problems. However, recently I received a painful 2nd degree burn, with blistering, the size of a half-dollar circle localized in one spot on my left hip from a thermacare lower back & hip even though I followed package directions". The action taken in response to the event was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.